Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the basal software intermittently suspended insulin correctly but did not resume insulin therapy. As a result, customer blood glucose (bg) level ranged from 600 mg/dl to 700 mg/dl. Customer reverted to an alternate pump for insulin therapy and declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.